Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factor may have caused or contributed to the reported issue: off-label use of the yamane technique. The CT lucia 602 lens is not validated for use with the yamane scleral fixation technique. This off-label method introduces rotational forces and anchoring dynamics that are not accounted for in the design specifications of the lens. In this case, the surgeon reported mechanical complication involving excessive rotation and instability, which ultimately required explantation. The haptics, while ideal for traditional in-the-bag implantation, may not provide the necessary resistance or stability when fixated externally via the yamane technique. The product was manufactured according to specifications, and no product-related deficiency was identified. The reported failure is attributable to off-label handling, not a product malfunction.

Event description:
The customer reported that a CT lucia 602 lens was implanted using the yamane technique and explanted during the same surgery due to lens rotation. Ocucoat was used. There was no patient harm. A backup CT lucia 602 lens was used and implanted. No negative patient impact was reported.